Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the suture could not be confirmed as the device was returned consistent with successful suture retrieval. The conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. It was reported that one a 9 f sheath was used and only one device was used in attempt to achieved hemostasis. It should be noted that the instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery of access site of patients who have undergone dianostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8fr, at least two devices and the pre-close technique are required. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 9f sheath after an unspecified interventional procedure. Reportedly, "the suture did not cinch down on the artery". Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.